Event description:
It was reported that the system 9800 had a faulty power on/off switch. It required several cycles to apply power. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed a telephone evaluation. The malfunction was verified. The switch was ordered and replaced by the customer. No further issues were reported.